Event description:
It was reported that at a follow-up appointment, low, out-of-range pacing impedance measurements (less than 200 ohms) were observed from this right atrial (ra) lead. When provocative arm maneuvers were performed, the impedance jumps were reproducible, and over-sensed artifacts were noted. Boston scientific technical services (ts) was contacted and discussed that these observations were strongly indicative of lead impairment. Ts recommended a replacing the ra lead. At this time, this ra lead remains implanted and in-service. No adverse patient effects were reported.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.